Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additionally, it was determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range right atrial (ra) pacing impedance measurements. Oversensing of the minute ventilation signal was also noted. A lead safety switch occurred following the out of range measurements in which the lead configuration was switched to unipolar. Oversensed noise was noted in atrial tachy response (atr) episodes when the lead configuration was in unipolar. Technical services discussed lead testing and reprogramming to bipolar sensing and unipolar pacing. No adverse patient effects were reported.